Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown (1 mg at .06004 mg/day) via an implantable pump for unknown indications for use. It was reported that  the top of the device was sitting forward causing discomfort for the patient.  The event resulted in treatment, which included that the hcp will be doing a system modification to re anchor the pump.  The outcome of the event was not recovered/not resolved.  The event was probable to the implant procedure and not related to the catheter, pump, myptm, study drug, or systemic opioid weaning.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.